Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that the patient¿s legs were suddenly agitating and moving. The patient¿s healthcare professional (hcp) advised them to turn off the implant with the programmer to see what happens. The programmer synced with the implant and the ins was turned off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.